Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: material number and batch number is unknown; a lot history review could not be performed. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that insulin leaked past the unspecified bd¿ syringe plunger during use. The following information was provided by the initial reporter: "caller reported that insulin began to leak from the plunger part of the syringe. Customer reported that it wasn't from the needle or where the syringe and needle are connected."